Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing pocket site pain whether stimulation was turned off or on. The patient was prescribed with pain patches.

Event description:
A report was received that the patient was experiencing pocket site pain whether stimulation was turned off or on. The patient was prescribed with pain patches.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pocket site pain whether stimulation was turned off or on. The patient was prescribed with pain patches.